Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction:user had an inaccurate reference. Correction of test strips lot #: mt1855.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 236 and 177 mg/dl. The customer's expected fasting blood glucose test result range is 90-105 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification,customer stores the product in the kitchen. The test strip lot manufacturer's expiration date is 12/24/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (date / time not set correctly): (B)(4). Memory concerns: all of results. Customer instructed customer on proper product storage environmental conditions.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction:user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 236 and 177 mg/dl. The customer's expected fasting blood glucose test result range is 90-105 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification,customer stores the product in the kitchen. The test strip lot manufacturer's expiration date is 12/24/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (date / time not set correctly): (B)(6). Memory concerns: all of results customer instructed customer on proper product storage environmental conditions.